Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the reported headaches were not related to the patient¿s pump. To resolve the headaches, the patient went to the doctor that put the stimulator, the doctor did not know why the wires were pulled out of place and the patient needed surgery to put the wires in place; the patient would have surgery on may 11. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient that the circumstances that led up to their lead issues was the patient is much pretty bed ridden 24/7. The patient's issues were resolved when a new ins was put in. No further information was reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to know their stimulator information as she is working to find a new health care professional (hcp) because her stimulator "broke". Patient clarified her lead wires pulled out and are crammed together in her neck. Patient mentioned she has headaches all over her head. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had been in for programming, evaluation, and improvements have been documented. The rep was not given direct examples, but was told the improvements were noticeable. The implant was not gathered to return for analysis. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.